Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that the patient underwent a lead revision procedure and was hospitalized. The details regarding the event are unknown. The event is resolving and the patient is recovering. The event was assessed to be procedure and device related and not related to the stimulation.

Manufacturer narrative:
Date of event: (B)(6) 2018. Device remains implanted in the patient.

Event description:
A report was received that the patient underwent a lead revision procedure and was hospitalized. The details regarding the event are unknown. The event is resolving and the patient is recovering. The event was assessed to be procedure and device related and not related to the stimulation.